Event description:
It was reported that a dexcom g7 continuous glucose monitor paired to an ilet experienced a connectivity issue in which pairing to the ilet failed, resulting in loss of cgm data and dosing warnings that included impending dosing stop and not paired alerts; the user also ran out of insulin overnight and delayed cartridge replacement, and blood glucose rose to 323 mg/dl until cgm pairing was restored after sensor restart and code verification. Symptoms included hyperglycemia without acute clinical sequelae. Outcomes included temporary interruption of automated insulin dosing and the need for user troubleshooting. Investigation included remote technical troubleshooting and education, including sensor code verification, app code check, mode toggle, and sensor restart. Investigation of this case revealed that cgm connectivity was restored after the user reentered the sensor code and restarted the sensor, after which glucose readings resumed and values returned to range. It was concluded that the event was related to cgm pairing failure to the ilet with user-recoverable connectivity that resolved after guided troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.